Event description:
It was reported the patient experienced a stabbing pain with stimulation on. An impedance check showed high impedances on all contacts. As a result, the patient's leads were explanted and replaced. The issue has been resolved by surgical intervention. The patient had two leads from the same lot.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.